Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead was causing pressure on their spinal cord, leading to the patient to experience numbness and weakness down the legs. Surgical intervention was undertaken, and the system was explanted.